Manufacturer narrative:
The subject device was not returned to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus endoscopy account manager reported on behalf of the customer (physician) that following an unspecified procedure, one of the hospital staff notified him that there was tissue on the seam that is on the back of the maj-2315. The physician went back in with a scope and found that there was a tear just below the gastroesophageal junction. The physician used a couple of clips to close the tear and the patient seemed to be doing fine. The customer was not sure of the serial number of the tjf-q190v scope (subject device) that was in-use at the time of the event, but with some assistance from the hospital staff, the lot number associated with the maj-2315 was determined to be h2126. Additional details have been requested regarding the reported event, including the current status of the patient. At this time, no additional information has been provided. This report is being submitted for the tjf-q190v (evis exera iii duodenovideoscope), with patient identifier (B)(4). The maj-2315 (single use distal cover) is being submitted on the medwatch with patient identifier (B)(4). This event has been reported by the importer on MDR# 2429304 - 2022 - 00171.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject distal cover is a product prior to a design change, the reported event likely occurred due to the following mechanism: 1. Mucosa is sucked in the distal cover by suctioning while the opening space at the scope's distal end is close to the mucosal surface. If the user withdraws the scope in this situation, the mucosa would be injured by the edge of the cover. 2. Distal cover gets cracked or tear-offline due to improper attachment to scope. When the distal end of scope is pressed on mucosal surface in this situation, the mucosa would be caught in the cracked cover and injured even without suctioning. Furthermore, mucosa is sucked in distal cover by suctioning while opening space of scope distal end is close to mucosal surface. Per CAPA no. Omsc-hq-153-19, that mucosa would keep being sucked for a few seconds after discontinuance of suctioning. Therefore, the reported event likely occurred by withdrawing the scope immediately after discontinuance of suctioning, even without a crack on the cover, or without suctioning during withdrawal of scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿examples of inappropriate handling: applying suction with the distal end of the endoscope in prolonged contact with the mucosal surface, with higher suction pressure than required, or with prolonged suction time may cause bleeding and/or lesions.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.